Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported that the patient's blood glucose was elevated and measured "hi" on her blood glucose monitor. Through troubleshooting, it was discovered that the keylock function of the infusion device was turned on and the patient was not receiving the boluses she programmed. Elevated blood glucose readings began on two days earlier, and the patient injected 50 units of insulin via syringe every 4 hours and she switched to her backup infusion device. Later in the evening, the patient's blood glucose returned to normal. The normal blood glucose range is 100-180 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.